Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went through the washer. Customer's blood glucose level was not reported. The insulin pump's display went blank immediately after the insulin pump was exposed to moisture. A constant tone was occurring. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the blank display. No audio/beep anomaly was noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and a missing end cap sticker.